Manufacturer narrative:
Zimvie complaint: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that site 7 (universal) was placed with guided bone regeneration, primary closure was achieved. At 2 week post op a bump on the facial started to form. Site probed, no infection present. Gave patient z-pack to remove any chance of infection.